Manufacturer narrative:
The device, used in treatment, was not returned for evaluation. Therefore, product analysis could not be performed at this time. So the reported event could not be confirmed. A medical investigation was conducted and confirms the root cause of the first revision was the stated disarticulation of polyethylene from acetabular cup and loosening of the acetabular shell. What caused the disarticulation cannot be conclusively determined with the available information. The root cause of the second revision with the loosening of the femoral components and reported gluteus medius tear cannot be concluded if related to trauma or external factor during the noted camping trip or aseptic loosening of the femoral device. The very slight elevation of the chromium cannot be attributed to the ceramic and polyethylene hip articulation with a titanium stem. A review of complaint history did not reveal additional complaints for the listed batch. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of risk management files and instructions for use found that the reported failure was documented appropriately. Factors and/or some potential probable causes that could contribute to the reported event have been identified as but not limited to abnormal motion over time, bone degeneration, design of device, fit/sizing, lack of ingrowth, lifetime of device, and traumatic injury. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Without the actual product involved and/or device information, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time. We consider this investigation closed.

Event description:
It was reported that a revision surgery was performed on the left hip due to fail tha, with grossly loose and unstable femoral component.